Event description:
It was reported that patients implant site is still very bruised and has never yet healed fully.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced impaired healing following the implant procedure, with the implant site noted to be bruised and not fully healed. The patient also reported developing tender, nodule like areas along the spine. No intervention has been performed.

Manufacturer narrative:
Correction to initial MDR in blocks: b1, b5, e1, and h6.